Event description:
It was reported that the user experienced elevated glucose readings after an infusion site change and administered multiple manual subcutaneous insulin injections while remaining connected to the pump; troubleshooting confirmed a dry site, proper tubing connection, and successful fill with visible drops, and no device-specific component issue was identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, with glucose returning to range. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.